Event description:
It was reported that during an stenting treatment procedure, inflation difficulty occurred. The 100% stenosed and totally occluded target lesions were located in both iliac arteries and were reported to be mildly calcified and moderately tortuous. The sterling over-the-wire 4.0 x 40/80 (4f) balloon catheter was advanced for predilation to the first lesion in the left iliac, and 3 dilations were performed, 8atms on first inflation, 14atms on the second and third inflations. It was removed and advanced to the lesion in the right iliac. Positive pressure was applied to the balloon and air leaked into the guidewire lumen. When negative pressure was applied to the balloon, air leaked into the inflation device. The device was able to be removed without difficulty and the procedure was completed with a different device with no patient complications. The patient condition post procedure was reported to be good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. A blood-like substance was found in the inner shaft. There were kinks in the shaft located approximately 30.5 mm from the tip and 23.5 cm from the strain relief. There was damage to the distal tip including several scratches. Microscopic examination of the proximal end of the device revealed a hole in the inner shaft visible by looking through the inflation port in the manifold. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).